Event description:
In this case, the customer reported that the patient intercom was not working. Philips service verified that there was no rescan or harm to the patient or operator. Philips service was informed that the operator was able to hear the patient, but that communications had static. Philips service verified that there was no rescan or harm to the patient or operator. Philips service also determined that the audio board had failed and that a new technologist had turned up the volume making the static worse. The audio board was replaced to correct the problem. While the philips service engineer was evaluating the system, he discovered that the "talk" button on the CT box was sticking engaged, and cleaned it to eliminate the problem. Engineering confirmed that the speaker in the CT box is disabled when the "talk" button is engaged.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).